Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es a windows update caused a delay in loading the surgical list. This was initially suspected to be related to a power outage however, the user requested verification that the group policy settings for windows updates are configured to update only on restart and initiated manually, rather than automatically. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es a windows update caused a delay in loading the surgical list. This was initially suspected to be related to a power outage however, the user requested verification that the group policy settings for windows updates are configured to update only on restart and initiated manually, rather than automatically. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.